Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a cracked opening and a curved opening on the posterior. A leak test and microscopic analysis was performed which identified a cracked opening, delamination of the valve, a striated opening on the posterior and wear/abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Also noted was a striated opening on the posterior assessed as surgical damage, consistent in the use of some surgical tool. A partial delamination of the valve (adhesive failure) was additionally observed.

Event description:
Healthcare professionally additionally reports "valve leaks upon pressure." Device has been explanted.